Event description:
It was reported the ventricular lead was over sensing which lead to an inappropriate therapy. The sensing threshold was adjusted and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.